Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2014-02655; 1627487-2014-02656. It was reported during the patient's post-operative appointment, the patient had a fever and she complained of soreness at both of her scs ipg and lead surgical incision sites. The physician removed the patient's sutures and prescribed her antibiotics. On (B)(6) 2014 the patient was seen by her physician and she had drainage at the ipg site. The physician instructed the patient to continue taking antibiotics and would see her in a week to determine the next course of action. Follow-up identified the patient's scs system was removed on (B)(6) 2014. Cultures taken were positive for mrsa.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were no non-conformances. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.